Event description:
Medtronic received information via literature regarding permanent pacemaker implant rates using the cuspal overlap technique during the implant of self-expanding transcatheter aortic valve (tav). All data were collected from two centers. The study population included 504 patients (predominantly female, mean age 80 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 93% were implanted with a medtronic corevalve, evolutr or evolutpro tav using the conventional implant technique. Among all patients 87% were implanted with a medtronic evolutr or evolutpro using the cuspal overlap implant technique. Unique device identifier numbers were not provided. Among all patients, adverse events included: myocardial infarction (mi), cerebral vascular accident (cva), and permanent pacemaker implant. Information was received from the author that stated that medtronic products did not cause or contribute to the observed adverse events. However, based on the limited available information a medtronic product may have contributed to the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: mendiz, o. Et all. Cusp overlapping technique for tavr procedures with self-expandable valves. Journal of the american college of cardiology. Vol 76 no 17 suppl b. 2020. Earliest date of publish used for date of event medtronic products referenced: evolutr, evolutpro and corevalve (PMA# p130021, product code npt). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.